Manufacturer narrative:
Initial reporter not known at the time of reporting. A manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the uninterruptible power supply (ups) batteries were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) loses power immediately unplugged from the wall. No patient was present at the time of the event.

Manufacturer narrative:
(B)(6), or manager, initial reporter. If information is provided in the future, a supplemental report will be issued.